Event description:
Icon series humidified CPAP machine made by fisher & paykel in (B)(4) emits an emp that interferes with radio frequencies. Product is not shielded properly. Icon CPAP machine emits an electro-magnetic pulse that can be heard over am radio at certain frequencies. Product is not grounded. Have talked to manufacturer and they have been polite but non responsive with all kinds of excuses. They appear to have no intention of looking at this problem and view me as an annoyance. Dates of use: aprox five months. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.